Manufacturer narrative:
Updated information: additional information was provided which states that the pump has been explanted. D3 MFR fax number added. G1 MFR site name, danvers, removed.

Manufacturer narrative:
This follow-up report is being submitted to document that the device has been returned to the manufacturer for investigation. Section d9 has been updated to reflect that the product was returned for investigation.

Event description:
Clinical narrative: a 40-year-old male with cardiomyopathy and a pre-support clinical state consistent with scai shock stage e was receiving circulatory support with an impella 5.5 device via a surgically placed right axillary/subclavian arterial approach, implanted on (B)(6) 026 at 09:37 am. The reported event involved a purge disc not detected alert during a routine purge cassette change, which was resolved through aic replacement without impact to the patient or device therapy. The event was not attributed to device malfunction affecting patient care, and no patient injury was reported. Based on the available information, this event represents a non¿patient-impacting issue with no device outcome involvement. This is being conservatively reported for delay of therapy due to the temporary hemodynamic support interruption during the exchange; however, the exchange was performed with no clinical consequence to the patient.

Manufacturer narrative:
A5. Ethnicity is unknown a6. Race is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.